Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary two advanced applicator outer shafts, two advanced applicator inner shafts and two applicator knobs were returned for investigation with the reported condition of not proper functioning. The advanced applicator outer shafts were forwarded to the manufacturing site and were checked for conformance to the specifications. Summary of manufacturing investigation: the device received at hägendorf site ¿advanced appl outer shaft¿ article number 03.812.520 with lot number 39p2373 is in used conditions. Some scratches are present on the device; however, it looks able to properly function. Furthermore, all the etched parts, performed according to the drawing, are correct and visible. Functional tests were performed on ¿advanced appl outer shaft¿ article number 03.812.520 with lot number 39p2373 according to inspection sheet. The following tests were executed: functional tests carried out according to valid assembly instructions using functional gauges 60218733 with ID sw3317, 60182107 with ID sw3324 and endmass min. 0.4 with ID sw4042; caulking passage for 03.812.521 stem detail z using functional gauge pin ø4.65 and ø4.55 with ID 14474-h. The device passed all the tests performed and for this reason the complaint could not be replicate. The following documents were reviewed: device history record (DHR) 16803493; inspection sheet se_706380 version ab, ¿pa intern multiple 03.812.520¿; drawing se_697023, version b, ¿applicator handle cpl ¿. Even if not required per selected investigation flow in w-m-s080 appendix a, in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. No manufacturing related issues that would have contributed to this complaint were found. Most likely a mishandling of the device led to the opening of this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.520 , lot: 39p2373 , manufacturing site: hägendorf , release to warehouse date: march 9, 2020 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that two (2) t-pal inserters could not be used correctly during surgery. The knob could not be turned and the ring did not snap back as intended. The implant came loose from one of the inserters in situ. There was no patient consequence. The surgery was successfully completed. This report is for one (1) t-pal advanced applicator handle. This is report 1 of 6 for (B)(4).